Event description:
The following has been reported: biomed reported: service needed error. Patient harm: no. Stopped active infusion: no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device returned for valve 1 failure. The pump alarmed during its self check procedure. The pump had no internal physical damage. The pump was reverted to manufacturing mode and underwent pneumatic hardware testing and failed consistent with a valve 1 leak.